Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that there were several holes in the hose near the muffler, the device was running below operational rotations per minute (rpm) specification. The device also failed pre-tests for visual assessment, loctite-housing/swivel-no rotational movement between component assessment and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.